Event description:
It was reported that an ak 98 machine was observed to have a broken wheel during disinfection within the hemodialysis room, described as "two wheels were coming out of their support due to breakage while the operator was moving the machine". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.